Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient had not charged the ipg in months. The sjm representative confirmed the ipg would not communicate with multiple external devices. The patient is requesting an explant of the system. Surgical intervention is planned as the next course of action.